Event description:
While accesing the memory of his meter, the customer discovered his meter was set in mmol/.l. The customer recognized that the readings were different.he made no adjustments to his medication or diet, but he tried to estimate his actual reading. The customer did not allege any adverse events. The customer was assisted in changing the meter back to mg/dl. The meter will be sent for evaluation and a replacement meter will be sent.